Event description:
A complaint was received regarding a lower glucose sensor scan while using the adc device. On (B)(6) 2022, a sensor scan of 74 mg/dl was obtained and the customer experienced dizziness and feeling thirsty. After an unspecified amount of time, hcp contact was made and a glucose test of 465 mg/dl was obtained on the hcp meter, and the customer was provided unspecified treatment by the hcp for hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.